Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The nurse stated that the patient was hospitalized due to diabetic ketoacidosis. The nurse stated that the patient was trying to get back on the pump, but received a no delivery alarm when filling the tubing. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised to manually push the plunger and verify the tubing exits. The nurse stated that insulin did exit the tubing. The customer was advised that the pump is working as designed. The customer was advised to call back if assistance is needed.